Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and head/brain injury. It was reported that there was swelling at the pump pocket site. It was indicated the patient had a seroma. There were no environmental/external/patient factors noted that may have led or contributed to the issue. The patient has had fluid collection at pump site previously (date unknown, not reported), and presented on (B)(6) 2021 with more fluid. The doctor aspirated the fluid from the pocket site and sent it for analysis. He then accessed the cap (catheter access port) using the appropriate kit and needle and was able to aspirate csf (cerebrospinal fluid). The doctor stated there did not appear to be any leaks or disconnections. No further interventions were taken thus far. It was unknown if the issue had resolved. Additional information was received healthcare provider (hcp) on 2(B)(6) 022 indicated the results of the fluid analysis was baclofen. The cause of the seroma was not determined. It was further reported the fluid was found to be baclofen, although it was not understood how it leaked. The cause of the seroma was baclofen and not a pocket refill. A side port withdrawal was done, one with return and one with dye study with a questionable small leak at union of pump and catheter. No further action had been taken or planned to resolve the seroma. Neurosurgical evaluation completed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc , serial# (B)(4), implanted: (B)(6) 2010, ubd: 06-oct-2012, UDI#: (B)(4), product type: catheter; product ID 8596sc , serial# (B)(4), implanted: (B)(6) 2010 , product type : catheter. If information is provided in the future, a supplemental report will be issued.